Manufacturer narrative:
On (B)(6) 2021 customer alleged they received multiple insulin flow block alarms when trying to deliver a bolus. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink and generated reports. No insulin flow block/occlusion alarms noted during testing, however, several no delivery alarms were found in the history file [mar 11, 2021 13:08:11, 13:42:21, 13:45:30, 13:58:00, 13:59:00, 14:03:49, 14:11:03, 14:26:36, 15:13:00, 15:15:00, 15:25:01] during bolus deliveries. No damage to the electronic assembly, motor or force sensor noted during visual inspection. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No delivery alarm/occlusion not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. The insulin pump received insulin flow block alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that they had tried all recommended troubleshooting for insulin flow block alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.